Event description:
A report was received that the patient was admitted in the hospital due to hematoma at the lead site after having a lead revision. Cat scan was taken and the physician opted to do an operation. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.